Event description:
It was reported that in early 2009, patient (pt.) Was in "heart investigation department", where intra-aortic balloon (iab) was inserted post arrest, during percutaneous coronary intervention (pci) for low blood pressure & poor flow to "corons" during earlier part of pci. Patient did not appear to have a tortuous vasculature. Iab was inserted easily (no time to do femoral "angios" pre-insertion due to emergency circumstances). Patient was moved to cardiac care unit (ccu) & 38 hours after iab was inserted, nurse noted high pressure alarm & a strip was taken & mounted on patient's chart. Nurse clamped helium tube, because there was blood in tubing. Pump was turned off & md was notified. Md arrived & at that time, patient's blood pressure was improving. Iab was removed. Length of time pump was turned off to time of iab removal from patient was 15 minutes. Another iab was not necessary, because patient was in stable condition. "The patient was on small amount of dopamine at the time of the incident, and levophed on during pci, weaned of in ccu shortly after arriving in the ccu." There was no reported patient sequelae.

Manufacturer narrative:
Additional information received in 01/12/2009, stated educator at facility "did question the 40cc iab due to the pt's small stature, did reduce volume upon arrival to ccu to 36cc, balloon pressure waveform looked like high pressure, but was not alarming. Waveform did not drop with change of volume to 36cc, went back to 40cc volume as there was no apparent issue with volume." Follow-up report will be filed if additional information becomes available.